Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No air bubbles noted in test reservoir during testing. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, and severely scratched display window noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 335 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.